Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise on the shock channel due to dislodgement. Subsequently the lead was explanted. The rv lead was sent to the hospital's pathology department per hospital policy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.